Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that noise was observed on the ventricular lead. The noise was reproducible with movement and manipulation. The device charged, but did not shock the patient. The lead remains implanted at this time.